Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/05/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. The return sample was inspected by a qualified inspector using a 12x magnification. It can be seen that the return sample is dirty and the optic body was cut to make the explant possible. No other anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 intraocular lens (iol) was explanted from a female patient's operative eye as the patient was unable to tolerate glare and halos at night. The explant surgery was uneventful, no incision enlargement was required. The iol was replaced with a model zct450 lens. No further information was provided.